Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. The device was again attached to an encore inflation unit, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole at 1.5 mm distal to the distal end of the proximal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and a severely calcified distal right coronary artery (rca). A 10/2.50 flextome¿ cutting balloon¿ monorail was used to treat the target lesion. During first inflation, it was noted that the balloon ruptured at 3atm to 4atm. The device was removed and procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and a severely calcified distal right coronary artery (rca). A 10/2.50 flextome¿ cutting balloon¿ monorail was used to treat the target lesion. During first inflation, it was noted that the balloon ruptured at 3atm to 4atm. The device was removed and procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).